Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was not confirmed. The device history review for the reported lot determined that the device was manufactured and packed to specification. The complaint history review found there have been no other similar events for the reported lot. Conclusions: the reported cr knee system was revised to a ts knee system to correct instability in the knee. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision of total knee (right) for pain and instability. Revised with ts knee.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revision of total knee (right) for pain and instability. Revised with ts knee.